Event description:
The complainant had an impella 5.5 pump support ongoing with a patient stable enough to ambulated while on support. The axillary site had a bleed that prompted the team to stop heparin. The systemic heparin was stopped and then restarted. The patient was noted to be stable. However, outcome and explant date are unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was determined to be anticoagulation management because the hemostasis was achieved by stopping the heparin.